Manufacturer narrative:
The h6 "medical device problem code" was added based on the flickering image found during device evaluation which was information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the b30 scope communication error could not be reproduced. However, the event likely occurred as image interruption/flickering was caused by a malfunction fo the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
While on site for a separate issue, an olympus field service engineer (fse) discovered that the customer¿s olympus evis exera iii xenon light source was displaying a communication error. According to the initial reporter, a b30 scope communication error was present whenever the power switch was moved to ¿on¿ position. This event occurred during device maintenance and had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, a faulty scope socket was found, causing an intermittent image as well as both a b30 & e315 scope communication errors. Furthermore, the scope socket could not be removed from the lens due to the deformed lens threads. The support coil and tank socket were both rusted. There was corrosion on the chassis. The power switch as well as the heat spacer both had cracks present. If additional information becomes available following the device evaluation, a supplemental report will be filed.